Event description:
A caller reported that while using the librelink, a ¿scan again in 10 minutes¿ error message was received on the 7th day of wearing the adc device and was unable to obtain sensor scans. The customer experienced symptoms described as ¿tingling in hands, speech impairment, behavior, salivating¿, and a loss of consciousness. The customer was unable to self-treat and had contact with a healthcare provider who administered glucose via infusion and food as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.